Event description:
It was reported, the pt had ineffective stimulation coverage and a new lead was added on (B)(6) 2013. Follow-up indicated, the pt reported effective therapy as a result of the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.